Manufacturer narrative:
Without the return of the device we are unable to confirm the complaint or determine potential contributing factors. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
It was initially reported that there was "defaulted catheters" at the hospital. Additional information indicated that temperature of the catheter was different than what was reading on the temperature probe. There were no patient complications. The lot and model numbers could not be provided by the customer. It was indicated that it was a cco catheter and a vig ii monitor and that troubleshooting may have been performed. At the time of the report, the issue had been resolved. The catheter was discarded at the hospital.

Manufacturer narrative:
The model number was provided. Follow up with customer indicated that the hospital has not had this type of event occur since the reported complaint. The issue was resolved at the hospital.